Event description:
In 2007, 1000 hours. Failure to function on the sterile field. Stryker interpulse handpiece set with high flow tip with modified suction breaks. Did not have any power when connected for use. This is the third device that has broken or malfunctioned in six months.